Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room experiencing intermittent twitching sensation due to higher atrial outputs. The lead had dislodged and was explanted and replaced.